Manufacturer narrative:
Based on the information provided by the provider/patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or conribute to the reported event. This event is being file as an MDR since the patient reported symtoms or physilogical condition related to bone loss.

Event description:
The provider/patient reported the following: the aligners are shifting my teeth in the wrong direction, causing me to have major bone loss. I'm in jeopardy of losing two up to possibly five teeth. Now they are not shifting my teeth in the direction that I wanted in order for me to be able to eventually get a partial. I am very concerned. Had to go for a week and a half without an aligner in due to the severe pain, shifting bone loss and infection that has set up my x-rays from six months ago looked completely different from what they did this week due to the amount of bone loss and pain I have been experiencing because of the aligners.